Event description:
From staff: using 22g aquire needle for upper endoscopic ultrasound (eus). Wire was difficult to thread, last pass with the needle the suction syringe didn¿t want to thread onto the hub, attaching air filled syringe to express the specimen collected with the needle when the center of the syringe broke off into the hub of the injection needle and the needle was no longer usable. I was able to get the specimen out of the needle using the wire and a syringe with a metal tip on it so all of the pt¿s specimens were able to be salvaged, but the needle was rendered unusable with the syringe broken off inside the hub.